Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was unresponsive. In addition, it was reported that a cartridge change error occurred and subsequently, a malfunction alarm occurred as well. During troubleshooting with technical support, the malfunction alarm was cleared. The customer reverted to an alternate method of insulin therapy. There was no adverse impact to customer's blood glucose.